Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller reported the patient's implant battery was draining faster and the implant lasted a lot longer when it was new. The issue began a month or two ago. Caller stated on the 30th of october they charged the implant to 100% and by sunday morning the implant was down to 60%. Caller inquired if the issue was with the battery pack. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.